Manufacturer narrative:
Section a4: patient weight was not provided. Manufacturer's investigation conclusion: the reported event of the patient experiencing ¿multiple shocks¿ was not confirmed. The system controller (serial number (B)(6)) was not returned for analysis, and the provided log files did not capture any atypical events or alarms. The pump operated as intended throughout the log file data. Available information for this event indicates that the issue had resolved. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate patient handbook section 4 ¿ ¿living with the heartmate 3¿ and heartmate 3 instructions for use section ¿patient care and management¿ state that static electricity occurs when two objects come into contact. Patients can receive a static shock when doing things such as folding or changing bedsheets, taking laundry out of a dryer, dragging feet on a carpet, or touching the screens of older tvs or computers (lcd and led screens are okay). Fabrics like wool, silk, and synthetic materials can build up static electricity. The use of cotton fabrics is recommended when possible. Static electricity is common when the air is dry. A humidifier can make air less dry and reduce static electricity. Patients can reduce static electricity by using products such as: a humidifier to add moisture to the air, dryer sheets and fabric softeners in clothes and bedsheets, anti-static spray on carpets and other materials, skin moisturizer on their skin, and cotton fabric clothing and bedsheets. Additionally, it is suggested that patients use battery power. The heartmate patient handbook and the heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ explains that to avoid the risk of electric shock, the mobile power unit (mpu) must be plugged into a properly-tested ac electrical outlet that is dedicated to mpu use. Do not use portable, multiple outlet (power strip) adaptors or extension cables. Additionally, it is suggested that patients use battery power instead of the mpu when not sleeping or relaxing to reduce the risk of system damage from high levels of static electricity. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Here were no more complaints of "shocks". The patient was started on lyrica on (B)(6) 2026. There was normal device and lead function. There was no change in pacing parameters. The lead integrity was stable. The patient had no arrythmias and no ICD therapies. The right ventricle was tested at high output in both bipolar and integrated bipolar to see if there was any reproduction of symptoms and there was none. The site was unable to find any ICD system cause for patients' symptoms of "shocks". The cause was not determined to be static electricity. The patient stated that they felt a shock all over their body, it was whenever the patient was "touching metal".

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having multiple episodes of being shocked. The most recent one was the morning of (B)(6) 2026. The implantable cardioverter defibrillator (ICD) interrogations did not show any ICD firing at all. The site was trying to identify the cause of possible increased static electricity. Log files were sent for review. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.